Event description:
During a coronary stent procedure, the physician experienced difficulty advancing the stent into a very tortuous artery. The stent deployed inside the catheter after the shaft broke. Pt status is listed as "okay".